Event description:
It was reported that the patients ipg was at end of life. The patient underwent an ipg replacement procedure. There were no device malfunctions suspected. The explanted ipg was not returned due to facility policy.

Manufacturer narrative:
B3: exact date unknown, event occurred a week from the date manufacturer became aware of the event.